Manufacturer narrative:
Investigation summary a complaint of leakage from the stopcock was received from the customer. Photos and a sample were provided to aid in the investigation of this defect. Through inspection of the photo, no damages or defects were observed in the photo. The samples were then functionally tested per procedure. No leakage or defect was found on the product and the airtightness of the product was up to standard. The customer complaint could not be confirmed. A device history record review could not be performed on model 395246 because a lot number was not provided by the customer. A definitive root cause could not be determined as the failure was not replicated. A possible root cause could have been from an incomplete connection.

Event description:
It was reported that the stpck q-syte red 360deg w/o nut cap ns experienced leakage. The following information was provided by the initial reporter: this is a report about leakage during use. According to the customer's report, fluid leakage occurred from the stopcock or its surrounding area. The drug used is opdivo.

Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the stpck q-syte red 360deg w/o nut cap ns experienced leakage. The following information was provided by the initial reporter: this is a report about leakage during use. According to the customer's report, fluid leakage occurred from the stopcock or its surrounding area. The drug used is opdivo.